Event description:
During the procedure, a small piece of the reamer tip broke inside the left femoral neck. X-ray was taken to confirm. Doctor decided to leave it there, since taking it out will cause more harm to the patient.